Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4092 implantable pacing lead, implanted (B)(6) 2004. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was undersensing with low pacing impedance. The lead remains in service. No patient complications have been reported as a result of this event.